Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, it was concluded by the physicians that the thv had ruptured the annulus and extended to the inter-ventricular septum creating the left to right shunt. The patient¿s severe annulus calcification could have contributed to the rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), a 26mm sapien xt valve was prepared to be implanted through a left femoral approach using the novaflex+ delivery system. The left ilio-femoral was pre-dilated and an 18fr esheath was introduced without complications. A bav using a 23mm edwards balloon was performed. The novaflex+ system was then advanced through the esheath, valve alignment was performed and the thv was advanced through the arch and successfully deployed into the patient's native aortic valve. Following deployment, the patient stayed very stable but a shunt (left to right) was immediately seen on echo. A root aortogram confirmed that contrast was seeping from the right bottom of the thv post injection. The physicians concluded that the valve had ruptured the annulus and extended to the inter-ventricular septum creating the left to right shunt. While discussing the best method to treat this complication, a pericardial effusion was discovered on echo. This patient was sedated during the procedure and following the complications, the patient was put under general anesthesia and put on bypass in order to perform open heart surgery. A pericardial patch was performed to repair the shunt and the 26mm thv was replaced by a trifecta 21. It was later revealed that the pericardial effusion was caused due to the pacing wire. The native annulus measured 380mm2 with severe calcification and severe aortic root calcification. The patient is stable and recovering well